Event description:
It was reported that the left ventricular lead exhibited high thresholds. The lead was capped and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
UDI (di): (B)(4).